Event description:
It was reported that during total hip procedure, internal pin of instrument fractured. Surgeon was unable to locate fractured section of pin. Post-operative radiographs were unremarkable for missing pin.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Examination of the returned device found evidence that fracture was a result of bending overload.